Event description:
The caller reported a malfunction on the pump, specifically showing a malfunction code malf 5. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup to ensure continued insulin delivery. Technical support (cts) resolved the issue by sending a replacement pump, advising the customer about the updated software requirements, proper use of a g7 sensor, and return procedures for the defective pump.